Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was not within temperature specifications. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found corroded drain fitting, cracked tank cover, worn block assembly, and faded line cord. Outdated printed circuit board (pcb) and power switch. Functional testing found the overtemp alarm went off at 40 degrees when the spec temp is 43.1 confirming the customer complaint. The root cause of the reported issue was found to be user interface - unit was not calibrated. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional info received on 13-dec-2022: the temperature problem found during testing; not aware if it happened during patient use.